Event description:
Patient's condition was fine following the procedure.

Manufacturer narrative:
(B)(4). Analysis is normal. No anomalies were found. (B)(4).

Event description:
It was reported that the patient developed an infection and was treated with antibiotics. Subsequently the device system was explanted. No additional information is available at this time.